Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula on (B)(6) 2024. The blood glucose of the patient ranged between 270 to 300 mg/dl. The issue occurred with two similar types of infusion sets used for six hours in event one and 12 hours in event two. Moreover, the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.